Event description:
The patient reportedly received an alarm, attempted to reboot the pump but the pump will not power up. The patient sees some moisture behind the display screen but denies water exposure. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump powered on normally. The bolus button was observed to be missing and the bolus button was found to be leaking. The pump buttons were found to be unresponsive to button presses. The keypad was opened and no damage was found to the button contacts. The pump was opened and moisture damage was found on the pcb and keypad flex connector. Further investigation of the complaint was unable to completed due to the unresponsive keypad.